Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn into pieces. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens tore off. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.